Event description:
Customer reported that the monitoring computer on a css console displayed an error message and could not be rebooted. The patient was switched to a backup css console. There was no patient impact. This alleged product malfunction poses no risk to the patient because it does not negate the ability of the css console to continue to perform its life-sustaining functions. In addition, the computer does not control the functionality of the console and is a monitoring device only. An investigation will be conducted by a syncardia, and the result of the investigation will be reported in a supplemental MDR.